Event description:
It was reported to nova biomedical by the consumer's parent that the school nurse stating, "that her son took his blood sugar twice washing his hands between and getting very different results of 124 mg/dl and 30 mg/dl and that her son felt "normal". " the consumer was unable to provide any lot number of the meter and strips because they were at school. The consumer alleges having control tested her test strips when they were opened and at the test strips control solution fell into range. The difference in the readings was determined to be clinically significant. This is being reported as an adverse event under the FDA medwatch regulations.